Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The device was returned to olympus for evaluation. The cause of the reported event 'probe damage error' could not be confirmed. A probe check was performed on the returned device and the device passed the probe checks. A visual inspection was performed on the returned device and found some tissue build up consistent that the device was in use. The ptfe pad (teflon pad) was inspected and found it is worn and partially split with metal exposed. Approximately .32¿ of metal is exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A u511 short circuit error observed when the probe and jaw are closed and activated. Based on similar reported events, the reported complaint is most likely attributed to user mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic nephrectomy at the end of the procedure probe damage error occurred. Procedure was completed using a same device. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.